Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced one infusion set issue on (B)(6) 2026. The adhesive patch detached from the cannula housing/base prior to insertion.the issue occurred during the needle guard removal stage of the insertion process.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.